Manufacturer narrative:
Follow-up #1: date of submission 8/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/19/2016 with the following findings:. Unable to duplicate ¿inaccurate bg calibration request time¿ complaint. Cgm feature is functioning properly. Cgm history shows an unacknowledged post 2hr calibration request for 1hr on (B)(6) 2016@8:39pm. No activity outside of normal use is observed. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No alarm occurred during the investigation, next calibration request was after exactly 12hr within specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 045) issue. The pump is asking for additional calibrations after 2 hour start up period and blood glucose (bg) values had been entered. Customer support verified the history menu for the last bg calibration. Patient denies calibrating during any alarms. Bg values entered were within range. Cgm readings resumed on their own after 4 to 5 calibrations. Patient to call back if issue continues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.